Manufacturer narrative:
E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found, "paa bgnd test." Functional testing was unable to duplicate the customer reported issue. The investigation was not able to determine a cause of the issue. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Additional preventative maintenance was performed.

Event description:
It was reported that there was a primary audible alarm. Per reporter, the event occurred before infusion. There was no patient involvement.